Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump started freezing and the buttons were not working. Customer's blood glucose reading at the time of the call was 91 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a cracked case at a reservoir tube window corner.